Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product returned. Upon visual inspection the strike plate had fractured from the inserter handle. There is damage to the handle notch and impact marks on the strike plate. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the surgeon reamed the acetabulum per the technique and was impacting the definitive cup, when the strike plate at the back of the curved insertion handle broke off. The handle was removed and the surgeon finished impacting with the straight cup inserter with a liner impactor attachment. Attempts have been made and additional information on the reported event is unavailable at this time.